Manufacturer narrative:
The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella rp flex device for mechanical circulatory support (mcs) and experienced placement signal issues, increased pump flow with elevated motor current and bleeding requiring intervention. However, the patient would subsequently expire. The patient had a redo sternotomy as well as aortic and mitral valves replacement and redo coronary artery bypass graft surgeries. The patient failed to decannulate in the operating room requiring crash onto central veno arterial extracorporeal membrane oxygenation (va ECMO). The right ventricle continued to struggle. Right aorta thrombus was present on echocardiogram. The risks of the rp flex placement with thrombus as well as exchange of indwelling lines were discussed with physicians. However, the physicians decided to continue with rp flex placement. The impella rp flex was placed and started at performance level p-2. ECMO flows were stable. Impella was increased to p-4, flows greater than 1.5. The patient remained hemodynamically stable throughout procedure. The impella rp flex was secured and dressed. Next the physician placed a new pulmonary artery catheter via left internal jugular. Impella rp flex position was confirmed prior to leaving catheterization lab for the intensive care unit. The following day the nurse called the emergency call center due to the placement signal changes and artifact following ECMO decannulation in the operating room. The patient returned to the unit and changes were noted in the placement signal. Motor current and flows remained the same as prior to the operating room and have been consistent. There were no changes to medications or the patient¿s condition. There were no alarms as well. The nurse requested local team support. The next day, an update noted the patient¿s condition remained unchanged and ¿bleeding has stopped.¿ heparin was off with no current plans to restart. The patient continued to decompensate with kidney function declining to the point of dialysis. Two days later another call was made to the emergency service center for an increased pump flow and elevated motor current gaining over 100 ma. The care team was advised of a likely pump stop and reminded of the known right aortic thrombus present at implant. The patient continued to require pressers and lactate dehydrogenase continued to increase. Patient was noted for possible comfort measures only and would expire in the evening of this day.